Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor paired with the ilet displayed a ¿pairing with sensor¿ status and did not show a warmup screen, consistent with an intermittent communication failure involving the antenna/electrical communication pathway; after the user toggled sensor selection and rescanned, the sensor successfully paired and the warmup screen appeared. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet app and the libre 3 plus sensor consistent with intermittent communication failure, with the antenna identified as the affected device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.